Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: wear abrasion and white particles. Leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings in the device. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.1., d.4., d.10., g.1., h.3., h.4., h.6.